Event description:
The physician reported that the patient is experiencing more seizures than prior to vns implant. There have been no medication changes, device settings changes, or other external factors that preceded the onset of the increase in seizures. No surgical interventions have been performed to date. It was reported that the patient's medication blood levels will be assessed and the generator battery life is suspected to be depleted.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer for analysis. An end-of-service (eos) warning message was verified and found to be associated with the pulsedisabled condition of the generator. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient¿s seizure control was diminishing. It is unknown if the patient¿s device was at end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.